Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, contrast and ok keypad buttons had a delayed response and required multiple presses to elicit a response. The reporter noted that the ok keypad button symbol was worn. The reporter denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pouch and cleaned the pump with a paper towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under the ok, down arrow, and contrast key contacts. The down arrow and ok key contacts are misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.